Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm emerge balloon catheter and a 15mmx3.00mm wolverine coronary cutting balloon monorail were used for dilatation. However, each balloon ruptured during the initial inflation at 6 atmospheres. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure. It was further reported that the 15mmx3.00mm wolverine coronary cutting balloon monorail was used first and then the 2.50mm x 8mm emerge balloon catheter.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm emerge balloon catheter and a 15mmx3.00mm wolverine coronary cutting balloon monorail were used for dilatation. However, each balloon ruptured during the initial inflation at 6 atmospheres. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.